Event description:
During surgery the mizuho osi, hana table malfunctioned. The table stopped going up or down in height when button pressed on remote or on the table during the procedure. Mizuho osi, hana table rep (B)(6) contacted. FDA safety report ID# (B)(6).